Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that after the patient electrocuted himself, the patient was hospitalized. Since then, the patient was experiencing loss of stimulation and frequent charging. It was also noted that the patient was experiencing itchiness when charging and discomfort to have the charger on the ipg site. The remote control showed no response. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. No malfunction was suspected with the explanted ipg. The physician believed that it was the high voltage electrical current that caused the battery to stopped working. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that after the patient electrocuted himself, the patient was hospitalized. Since then, the patient was experiencing loss of stimulation and frequent charging. It was also noted that the patient was experiencing itchiness when charging and discomfort to have the charger on the ipg site. The remote control showed no response. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).